Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der state that solid poly trial has a crack on the side and can potentially break off. Nothing was left in patient. Also 6l femur trial has slight chips in it. Hospital does not find it suitable for surgery.